Event description:
It was reported that the user experienced persistent hyperglycemia while on the ilet after changing to inset 23-inch infusion sites per guidance, with the device delivering correction insulin but glucose not decreasing until the user disconnected and administered a subcutaneous insulin pen dose, after which glucose was 191 mg/dl; a device report also indicated episodes of hypoglycemia. Symptoms included high and low blood glucose. Outcomes included the need for subcutaneous insulin via pen and shipment of replacement infusion supplies. Investigation included review of the complaint details. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia, with no infusion site issues observed at removal. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.